Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Visual and functional e valuation of the instruments were performed and the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while transecting the stomach, there were two handles and two reloads used, the devices fired only 5/6 of the way, the staples did not deploy at the distal end. Two new handles were opened to fire new reloads. No injury.